Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device missing left panel. There was no patient harm or injury reported. The device was returned and evaluated by third party service center. During the evaluation of the device at the third party service center observed visible foam particles in the device. In addition, there was an error with the circuit board, and it was replaced to address the issue. The device passed the final testing. The service center concludes that the complaint was confirmed and there is evidence of sound abatement foam degradation.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.